Manufacturer narrative:
(B)(4). The reported explanted valve was not returned to manufacturer as it was discarded at hospital. Without receipt of the device the reported clinical observation cannot be confirmed. It was reported that there was a torn leaflet, suggesting that there was structural valve deterioration (svd) of this bioprosthetic valve. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. There have not been any allegations of a quality deficiency related to the explanted valve. Edwards will continue to monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately ten (10) years and four (4) months, was explanted due aortic regurgitation secondary to a torn leaflet. The explanted device was replaced with another bioprosthetic valve. Patient is reported in stable condition.